Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion which was not reproduced. A review of the event history log identified upstream occlusion messages. The ' upstream occlusion!' Alarms in the log were likely a result of normal pump operation.the cause was unable to determined the reported allegation. The ' upstream occlusion!' Alarms in the log were likely a result of normal pump operation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no patient involvement. No additional information is available.